Event description:
The customer reported to olympus that during liner endoscopic bronchial ultrasound, the aspiration needle pierced through the sheath which resulted in patient injury. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The MFR medwatch report associated with this event was submitted on time under manufacturer report # 9614641-2023-00307. Upon review olympus is submitting the corresponding importer medwatch report.